Event description:
An ophthalmic surgeon reported that during a procedure, a capsular rupture occurred due to a tip that showed a small hook at its border at the end of the procedure. Additional information has been requested.

Manufacturer narrative:
No phaco tip sample was received for evaluation. Two lot numbers were provided, however, the first lot number was incomplete and could not be reviewed. The second lot number was reviewed and no abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to the company's acceptance criteria. The root cause for the ruptured capsule cannot be determined from this evaluation because a sample was not returned and no manufacturing lot was identified. All phaco tips are 100% visually inspected by trained operators at the end of the manufacturing process prior to release of the product. (B)(4).